Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A lead accessory was analyzed. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the anchor sleeve on the connector leg of the lead. The packaging was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the suture sleeve was displaced from the lead inside the packaging, the physician attempted to place the sleeve on the lead during an attempted lead implant but was unable to do so. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.